Event description:
(B) (4) received info that this atrial lead dislodged. The lead was explanted and successfully replaced.

Manufacturer narrative:
(B) (4)there is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report. The fca associated with this complaint (B) (4).

Event description:
The facility representative reported a colleague volumetric infusion pump that has an "air in line alarm, no air in tubing" problem. This occured during patient therapy. There was no patient injury or medical intervention associated with this report. The pump is being returned to baxter for service. There is no additional information available.

Manufacturer narrative:
A baxter service technician evaluated the pump, and confirmed the customer reported condition of "air in line alarm, no air in tubing". The air in line printed ciruit board (pcb) is out of calibration. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 6.13.90 and will be categorized as colleague 2006.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of "device interruption delivery during patient therapy". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
Customer reported receiving a reading of 81 mg/dl on his freestyle freedom meter but felt it was too high as he experienced shakiness and had to lay down. The paramedics were called and upon arrival 30 minutes later obtained a glucose reading of 23 mg/dl on unk meter and administered "glucose treatment" to bring his sugar back up, however, the route of the treatment rendered is unk. He also reported self-treating with food. There was no report of death or permanent impairment associated with his medical event.